Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and next day patient could not walk, could not bare weight on her left knee, left knee swelled up twice the size of her left knee, pain; after unknown latency patient had fluid in the left knee. No concurrent condition was reported. Medical history included osteoarthritis in left knee, pacemaker, and a prosthetic (aortic and mitral) valve replacement. Past medication included synvisc one (nine months ago in the left knee). Patient received no previous/concomitant treatment with immunosuppressants and had no history of diabetes, infections; allergy history with avian proteins, feathers, or egg product. Concomitant medication included warfarin sodium (coumadin). Patient went into the exam room and sat up on table, they disinfected the left knee area, the physician used his fingers to feel around for the best place to do the injection. On an unknown date in (B)(6) 2017 (end of (B)(6)), the patient received treatment with intraarticular synvisc one injection at the dose of 6 ml, once (lot number and expiration date: not reported) for osteoarthritis in left knee. Patient said the injection was painless and after the injection, she was able to walk off the table and leave. Patient felt fine after the injection that day. The next morning her left knee was swollen and she could not walk on it. Patient said it lasted for two days. The next day saturday and sunday her left knee swelled up twice the size of the left knee, experienced pain and could not walk or bare weight on the left knee for those two days. Pain was 8 on the scale of 1-10. Patient used a cane to get around and did not leave the house for those two days. Patient said on monday she felt better and was able to walk around without any assistance. Patient said the physician told to ice and elevate the knee. Patient took paracetamol (extra strength tylenol) because she could not take ibuprofen since she had been on coumadin. Patient recovered but there was still a little fluid in the left knee. The physician referred her to a physical therapist. Patient went to the physical therapist twice a week. Patient did not engage in activities such as jogging or tennis soon after the injection. Further stated, patient still had some fluid on the knee and was going to physical therapy. No further information provided. Corrective treatment: cane, physical therapy for could not walk, could not bare weight on her left knee; ice and elevate, paracetamol (tylenol) and physical therapy for left knee swelled up twice the size of her left knee, pain; physical therapy for fluid in the left knee outcome: recovered with sequelae for could not walk, could not bare weight on her left knee, left knee swelled up twice the size of her left knee, pain; not recovered for fluid in the left knee a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for could not walk and could not bare weight on her left knee pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who received treatment with synvisc one and later was not able to walk and bear weight. A significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. However, the underlying medical conditions could have confounded the case.

Event description:
This unsolicited case from united states was received on 16-jan-2018 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and next day patient could not walk, could not bare weight on her left knee, left knee swelled up twice the size of her left knee, pain; after unknown latency patient had fluid in the left knee. Also, device malfunction was identified for the reported lot number. No concurrent condition was reported. Medical history included osteoarthritis in left knee, pacemaker, and a prosthetic (aortic and mitral) valve replacement. Past medication included synvisc one (nine months ago in the left knee). Patient received no previous treatment with immunosuppressants and had no history of diabetes, infections; allergy history with avian proteins, feathers, or egg product. Concomitant medication included warfarin sodium (coumadin), atenolol, atorvastatin calcium (lipitor), furosemide (lasix) and potassium sulfide. Patient went into the exam room and sat up on table, they disinfected the left knee area, the physician used his fingers to feel around for the best place to do the injection. On an unknown (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (lot number: 7rsl021 and expiration date: may-2020) for osteoarthritis in left knee. Patient said the injection was painless and after the injection, she was able to walk off the table and leave. Patient felt fine after the injection that day. The next morning her left knee was swollen and she could not walk on it. Patient said it lasted for two days. The next day saturday and sunday her left knee swelled up twice the size of the left knee, experienced pain and could not walk or bare weight on the left knee for those two days. Pain was 8 on the scale of 1-10. Patient used a cane to get around and did not leave the house for those two days. Patient said on monday she felt better and was able to walk around without any assistance. Patient said the physician told to ice and elevate the knee. Patient took paracetamol (extra strength tylenol) because she could not take ibuprofen since she had been on coumadin. Patient recovered but there was still a little fluid in the left knee. The physician referred her to a physical therapist. Patient went to the physical therapist twice a week. Patient did not engage in activities such as jogging or tennis soon after the injection. Further stated, patient still had some fluid on the knee and was going to physical therapy. No further information provided. Corrective treatment: cane, physical therapy for could not walk, could not bare weight on her left knee; ice and elevate, paracetamol (tylenol) and physical therapy for left knee swelled up twice the size of her left knee, pain; physical therapy for fluid in the left knee outcome: recovered with sequelae for could not walk, could not bare weight on her left knee, left knee swelled up twice the size of her left knee, pain; not recovered for fluid in the left knee a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for could not walk and could not bare weight on her left knee, important medical event for device malfunction additional information was received on 13-feb-2018 from patient. Suspect medication therapy dates updated. Concomitant medications added. Event of device malfunction added. Clinical course updated and text amended. Pharmacovigilance comment: sanofi company comment dated 13-feb-2018: this case concers a patient who received treatment with synvisc one and later was not able to walk and bear weight. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.